Event description:
It was reported that this right ventricular (rv) lead was dislodged. The patient experienced dizziness and lightheadedness due to no capture from dislodged lead. Hence, this lead was explanted. Additionally, during the revision it was noted that the suture sleeve of this lead was torn. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments, deformed at approximately 55 millimeters (mm) from the terminal end. Visual examination identified coils and insulation cut with tool. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The patient experienced dizziness and lightheadedness due to no capture from dislodged lead. Hence, this lead was explanted. Additionally, during the revision it was noted that the suture sleeve of this lead was torn. No additional adverse patient effects were reported.